Manufacturer narrative:
The sample was received on 01 february 2008 and is currently being decontaminated. Additional information has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 04 february 2008.

Event description:
The extension tubing broke from the wing causing the patient to bleed.